Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a xience alpine 3.25 x 12 mm stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was re-admitted with acute myocardial infarction. It is unknown what treatment was provided. No additional information was provided.